Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.